Event description:
The dentist reported that unknown abutment screw fractured.

Manufacturer narrative:
Upon visual inspection during of the investigation, the unknown abutment screw was change to "unisg." The abutment screw was fractured. Only the top parts of the screw returned. The complaint was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes.¿